Event description:
It was reported that there was a placement difficulty with the left ventricular (lv) lead. The lead was not used and a new lv lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.